Event description:
The customer reported a constant air bubble alarm. Fk field service engineer states the following: "I can confirm the error with the air detector I was unable to calibrate the air detectors so had to change it. The partner software reports communication error when I try to calibrate the air detectors I carried out a full qc check all ok. I have removed the faulty air detector and can send it to you if required (fk UK)." No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is not provided. The device was not returned to brèzins as its repairs were carried out locally by our technical team. The replaced air sensor was received at brézins for investigation. A visual control was carried out on the sensor and nothing to notice. Fv investigator cross tested the sensor with agilia vp test bench to verify the claim. Maintenance test 14 was carried out to read the value of the detector but the air sensor did not recognize the tubing with water at all. The detector was out of order. Therefore, the reported event has been reproduced and is confirmed. The reason for the failure is probably due to a weakness of the ceramic bond. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.